Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following address: http://jbjs.org/content/84/2/187 this report will be amended when our investigation is complete.

Event description:
It is reported that three patients were revised due to loosening of the patellar component.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.